Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that windows update stacked at 7%. The field service engineer (fse) re-imaged the solid-state hard drive and reconfigured remote support service (rss), the operating system, and the application. A successful re-sync was completed, and the station booted properly, connected to the server, and allowed users to log in and dispense medications. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, windows update was stopped and screen got stuck. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.